Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that the patient has not felt device stimulation in two months. It was reported that the patient fell on black ice two years ago. It was reported that the patient was scheduled for revision surgery. The patient underwent generator and lead replacement. It was reported that the explanting facility discarded the explanted devices and they will not be returned for analysis.